Event description:
The irix-c guided angled awl was found in a returning tray to be broken at the distal tip, a request for information was sent to the listed contact. The contact responded by saying that he doesn't use the irix-c family of products and did not use the tray or awl in question. There is no other information available at this time, if additional information becomes available a follow-up report will be filed at that time. Only a visual inspection could be performed, the piece broken off at the distal tip of the awl was not returned with the awl for evaluation.